Event description:
On (B) (6) 2008, the patient reported that on several occasions the plunger of the insulin cartridge has become stuck to the piston rod causing insulin to spill into the cartridge compartment. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion. She was educated on the proper technique for insertion and removal of the insulin cartridge. She was advised to discontinue use of the infusion device. She insisted upon using the device and was able to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.